Event description:
A sales representative reported on behalf of a customer that the 51-7310, thermogard dual dispersive electrode,contact quality monitor device was used during a total hip arthroplasty procedure on (B)(6) 2025, and ¿pt was burned at thermoguard bovie pad site during procedure- hip arthroplasty. Patient had to have debriedment and cadaver tissue procedure afterwards to correct burn site. Valley lab fx8 esu used/ conmed 51-7310 used." The procedure was completed without the use of an alternate device, and no delay. Further assessment found there were no indications of malfunction of either the conmed 51-7310 device or the valley lab fx8 esu, and the burn was discovered post-operatively. The surgery was completed as normal, without the use of an alternate device and no delay. A debridement was performed on (B)(6) 2025. A good faith effort was made to obtain additional information from the customer; however, no further response has been received. This report is being raised due to the reported injury of a burn to the patient requiring debridement and cadaver tissue procedure.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 1 device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of one report, regarding one device, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that some equipment and/or techniques fall outside the intended use of standard electrosurgery dispersive electrodes, such as application of high current, long activation times, or use of conductive fluid (e.g. Tissue ablation, joint ablation, etc.). In these high current procedures, there is a risk that excess heat may build up in standard dispersive electrodes which may result in patient injury or burns. Conmed thermogard or thermogard plusabc dispersive pads have not been tested for use during high current procedures and are not recommended for non-standard electrosurgical applications. Consult the generator and accessory manuals for recommendations provided by the manufacturer. Thermogard adult and pediatric ¿dual dispersive¿ and ¿dispersive¿ pads are not recommended for use in high current procedures where the activation time and current exceed 30 a²s in any 60 second period. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the 51-7310, thermogard dual dispersive electrode, contact quality monitor device was used during a total hip arthroplasty procedure on (B)(6) 2025, and ¿pt was burned at thermoguard bovie pad site during procedure- hip arthroplasty. Patient had to have debriedment and cadaver tissue procedure afterwards to correct burn site. Valley lab fx8 esu used/ conmed 51-7310 used.¿ the procedure was completed without the use of an alternate device, and no delay. Further assessment found there were no indications of malfunction of either the conmed 51-7310 device or the valley lab fx8 esu, and the burn was discovered post-operatively. The surgery was completed as normal, without the use of an alternate device and no delay. A debridement was performed on (B)(6) 2025. A good faith effort was made to obtain additional information from the customer; however, no further response has been received. This report is being raised due to the reported injury of a burn to the patient requiring debridement and cadaver tissue procedure.